Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of unknown contamination was observed on the iso port, in the enclosure bottom, on the blower box air inlet at the filter area, keratin-like contamination on the blower box outlet, unknown contamination under the right-side accessory door. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found one instance of continue error 191. The manufacturer concludes there was evidence of multiple contaminants. The manufacturer found no evidence of sound abatement foam degradation/breakdown. In the previously submitted report section b5 was incomplete. Correct section b5 is- the patient alleged visualization particles in the airway, and coughing up phlegm. There was no report of serious or permanent patient harm or injury.